Event description:
Allergan natrelle inspira ssf implants got me sick from day one; hair loss, leg pain, breast pain in both breast, nausea, headaches, two months later infection. ER dr called it cellulitis, gave me three different antibiotics none worked till I was given clindamycin for 30 straights days. FDA safety report ID# (B)(4).